Event description:
It was reported that the physician implanted a 35mm helex septal occluder to close an asd (atrial septal defect) in early 2009. The asd balloon sized to 19.5mm x 10mm. A 35mm device was implanted. The next morning the device had embolized to the main pulmonary artery. The device was removed in a transcatheter procedure and a 22mm amplatzer device was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Selected occluder is too small for the defect size.